Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
Reference MDR #1219856-2012-00197 for the first event involving the same pt. It was reported that according to the md, after pulling vacuum through the one-way valve, the valve was kept on the intra-aortic balloon (iab). Using a second insertion site the md inserted the second sheath and found that the iab could not be advanced through the sheath. The iab became stuck in the sheath and as a result, the md removed the sheath and iab as one unit. A third iab was not requested. According to the details of the event, the pt received medical/surgical intervention described as "myocardial protection by administering medicine." There was no reported pt death. The pt is still in the hospital. After 6 days spent in the intensive care unit, he is now on the sub-intensive care unit.